Manufacturer narrative:
Additional testing of qc reserve samples is on-going.

Event description:
It was reported, that a customer performed a surgery on a large meningioma and used the product to repair the dural defect. The patient returned as he was deteriorating and it turned out that there was an infection in the dural graft, which was later determined to be a p acnes infection. The infection seemed to be held in the middle of the graft. It is unknown if the product was removed or replaced.

Event description:
It was reported, that a customer performed a surgery on a large meningioma and used the product to repair the dural defect. The patient returned as he was deteriorating and it turned out that there was an infection in the dural graft, which was later determined to be a p acnes infection. The infection seemed to be held in the middle of the graft. It is unknown if the product was removed or replaced.

Manufacturer narrative:
Additional testing of qc reserve samples met acceptance criteria.